Event description:
The customer reported that he was experiencing high blood glucose. The blood glucose reading at time of the call was more than 600mg/dl. The customer also reported that insulin was leaking past the o-rings from the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.